Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the patient charging too much was determined to be from having high density settings. The patient wanted the ins replaced so that he would only have to charge for one hour at a time vs. Daily for 2-4 hours.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient elected to have the ins removed because he was charging too much and wanted a new ins with faster rechargeability. It was reported that the ins was dead at explant and would be returned, and no further information was available at that time. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.